Event description:
Based on the report information, submitted to neomedical on (B)(6) 2009, the orange tab of the introducer broke off on one side, leaving one tab and the sheath still on the line. The line was exchanged. The patient was stable after the event. The used product / sample was available for return to neomedical. (B)(4).

Manufacturer narrative:
This report was previously assessed and the decision was there was no indication for MDR reporting, based on the existing MDR reporting criteria. This complaint file was reviewed by three FDA inspectors and the contents did not warrant a MDR report filing. Neomedical has updated its complaint handling and MDR reporting procedures. The 2009 and 2010 complaint files were re-examined and based on the changed criteria, this MDR report is being filed. An examination of the device was carried out as part of the complaint investigation. The conclusion was that the correct procedure for separating the splittable sheath was not followed by the user.